Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that all pyxis medstations had been showing as disconnected. A technical support specialist (tss) confirmed that user had not started up interface services correctly yesterday after a server reboot because the services had been set to automatic start instead of automatic delayed start. The sql database services had needed to start first so that the interface services could connect to the database. Tss had updated our becton dickinson carefusion coordination engine interface services to have an automatic delayed start if the server was rebooted to prevent this issue from happening in the future. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the new patient orders were not crossing over to the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the new patient orders were not crossing over to the station. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.